Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this implantable pacemaker device. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this implantable pacemaker device. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this implantable pacemaker device. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No adverse patient effects were reported.